Event description:
It was reported that patient was revised on a right hip due to infection. Poly exchange was done.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown constrained liner. Additional information has been requested and if received, will be submitted in a follow up report upon completion of the investigation. Not returned.